Event description:
The customer reported via phone call waking up with high blood glucose levels, followed by low blood glucose. The customer's blood glucose at the time of the incident was 203 mg/dl, and the customer's blood glucose at the time of the first call was 461 mg/dl. The low blood glucose was 57 mg/dl, which had been treated with crackers and juice. Customer complained of chills, leg aches, headache, and malaise as symptoms of high blood glucose. Nothing came out from a manual bolus and the customer was advised to change the complete set and treat per doctor's instructions. The customer was advised to consult a doctor and to call back in order to troubleshoot the issue. When the customer called back in order to troubleshoot, the blood glucose was 403 mg/dl. Customer declined performing the high pressure test. The blood glucose dropped from 441 to 403 mg/dl over 2 hours after 5 units via manual injection. Customer requested to return the infusion set and reservoir for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2015-51857.

Manufacturer narrative:
Reliability analysis evaluated two opened/used reservoirs. Inspected the reservoirs, snap-cap, and septum for anomalies and none were found. Ran occlusion testing, and no occlusions or air bubbles were noted.